Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip had some black plastic coming off while in the leg of the patient. The black plastic was retrieved using the vh-4000. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. There were signs of clinical use on the jaws, with evidence of blood. The black shrink tubing was observed to be peeled. The peeled shrink tubing was not returned. Blood and charred tissue was observed on the heater wire. The silicone insulation on the both jaws was observed to be intact. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled; shrink tube" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip had some black plastic coming off while in the leg of the patient. The black plastic was retrieved using the vh- 4000. A replacement device was used to complete the procedure. The hospital did not report any patient effects.